Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported: "products 170706-1 were ordered and what is listed on the packaging but products 170604 lot code 26080916 were what was inside the packaging."

Manufacturer narrative:
An event regarding product mix involving a mako baseplate trial was reported. The event was confirmed. The products were returned with the packaging. Two baseplate trials were returned, catalog 170604, lot 26080916. The trials were in new condition. Both baseplate trials had catalog #170604 on device with package labels for insert trials, catalog 170706-1, lot number 12371116. Medical records received and evaluation: not performed as medical records were not provided for review. A device history review confirmed all devices accepted into finished goods conformed to specification. There has been 7 other events for the lot indicated. The investigation confirmed the reported event of a product mix between the trial baseplate and trial insert. Nc was issued for the product mix. The nc determined the root cause of this event was a lack of standard work where personnel did not perform proper line clearance due to a lack of training.

Event description:
As reported: "products 170706-1 were ordered and what is listed on the packaging but products 170604, lot code 26080916 were what was inside the packaging."